Event description:
It was reported that the gear clamp is loose.

Manufacturer narrative:
During testing and repair at the service center, the device alarmed for low o2. This was due to the manifold gear clamp being loose.